Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as this event is a duplicate event that was previously reported under MFR number 001822565-2023-01893. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during surgery, it was discovered that the inner packaging of the implant was damaged as it was cracked. There was no damage to the outer box, however, the two inner plastic shells protecting the implant were split. The sterility was questioned and another implant was used to complete the surgery. There was no surgical delay and no consequences for the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign country : france customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.